Event description:
During the implant procedure, while using the inspire tunneler, the patient experienced excessive bleeding. Physician applied pressure to stop the bleeding. This resolved the issue.